Manufacturer narrative:
Section a1 - patient identifier complete entry = sample ID (B)(6), sample ID (B)(6), and sample ID (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 03p25-27, that has a similar product distributed in the us, list number 02r98. The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a review of complaint text, a search for similar complaints, trending data, labeling, and device history records. Return testing was not completed as returns were not available. Historical performance of reagent lot 47295ud00 was evaluated using worldwide data from abbottlink. Review shows that the median patient result for lot 47295ud00 within established limits and comparable with other lots in the field, confirming no systemic issue for the lots. Trending review determined no related trend for the issue for the product. Device history record review did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency for architect stat high sensitive troponin-I, lot number 47295ud00, was identified.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for two patients. The following data was provided: sample ID (B)(6), a 17-year-old female competitive athlete, initial result, on (B)(6) 2023, was 626.9, repeat was 594 ng/l. The patient was redrawn on (B)(6) 2023, under sample ID (B)(6), and the result was 140 ng/l. The patient¿s ckmb, troponin t, and myoglobin results were all within the normal ranges. The patient was hospitalized with vd myocarditis where a complete clinical check was performed, which was inconspicuous, and the troponin t result there was negative. The patient underwent a physical examination and a cardiac echocardiography. The customer is unable to determine if the patient received a cardiac MRI. Due to the hospitalization, the patient experienced some anxiety over missing school and sports practice. Sample ID (B)(6), female patient, initial result, on (B)(6) 2023, was 50.0, repeat was 54.8 ng/l. There was no impact to patient management reported.